Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used knotted suturing of abdominal muscle. After the procedure the patient experienced wound dehiscence. The surgeon opines that the knotting was probably not enough because the suture was slipping and the patient has a thick layer of fat. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 04/28/2016. It was reported that the initial unknown procedure was performed on (B)(6) 2016. It was also reported that wound dehiscence was a result of suture knots untying post-operatively and the wound was closed by re-operation. (B)(4): the actual sample was returned for evaluation. Visual examination was performed and the body of the sutures was observed uniform and not raveled. However, it was observed memory on the suture by use and the ends of the suture pieces were cut. No conclusion could be reach due to condition of the suture pieces. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports two possible batch numbers: batch # ka6785, batch # kak285.

Manufacturer narrative:
(B)(4).